Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/12/06 inratio, 1.0, lab respectively; 3.59.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/12/06 inratio 1.0 lab 3.59 mean 2.295 confidence limits 1.4-3.1 per internal procedure, tr 0150, the calculated mean of the inratio meter and comparitive system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be investigated.